Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blistering on his back. The patient also reported the system was heavy and affecting his neck. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's pcp prescribed a triple antibiotic and the patient used a fuzzy seat belt cover to improve the comfort for his neck. Follow up indicated the irritation improved.